Event description:
Customer reported a (B)(6) female patient presented with blisters on her foot about 3 inches below the knee with no reaction where the stockinet was at the end of the short leg cast, and was treated with antihistamine, prescription steroid cream and antibiotics. It was reported the patient did not get the cast wet and had contact dermatitis.

Manufacturer narrative:
No lot number was provided with product. Without lot number it is not possible to determine the product expiration date or manufacture date. Product was available for evaluation applicable to the reportable event but it had not been returned to the manufacturer. The product was not returned to 3m for evaluation.